Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump provided support when it became dislodged and was subsequently redelivered. Following the redelivery, it was observed that the pump was experiencing suction issues, leading to its removal and replacement. The second cp support was then implanted. There was no patient injury.

Manufacturer narrative:
Additional information: d9 the investigation of the reported failure mode has been completed. The pump was returned for investigation. Pump suction: data log review confirmed suction events occurring. After suction events occurred, the motor current (mc) spiked and motor speed deviating down, which is indicative of biomaterial ingestion. This ingestion happened right before the drop in flow, when suction alarms triggered as well as a "position in aorta" alarm. The product was returned, and biomaterial was observed at the impeller inside the cannula. However, suction was occurring before the mc spike, and placement signal dropped significantly at this time as well, which means that positioning issues were occurring at the time of suction, and it's possible that biomaterial was picked up during repositioning, seen by the mc spike, as well as the saturated flow near the end of the case. The cause of the suction was most likely improper positioning, as clinical reported the pump was inadvertently pulled back into the aorta, which was verified by the placement signal drop at the time of suction in the data logs. Positioning issues: the cause of the positioning issue was most likely use related, as clinical details state the pump came out of position because the patient was moving uncontrollably. Device history review: the device passed all the post sterile inspection checks.